Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A surgeon was performing a posterior fusion of lumbar vertebrae region 3-4 (spinal surgery) on a sixty one year old male patient. The surgeon was placing screws in the area of the fusion. She was using the fenestrated extended tab coral screw (6.5x55mm) part # 18-26-6555, lot # 11482 with a power driver. All of the screws were loaded while on the power driver. After placing all of the screws, she did not like the way one was positioned on the area of lumbar vertebrae # 4. The physician removed that screw and reloaded the same screw to insert. She re-tapped on the insertion of the screw and the shaft of the screw broke off from the head of the screw. The screw was partially in surgical site of the pedicle of the vertebrae when the head broke off. All of the pieces of the implant were recovered. A new screw was loaded on the driver and placed in the site to complete the surgery without any issues. Surgical time was not extended due to the incident more than five minutes. There was no adverse event to the patient.